Manufacturer narrative:
The actual device was returned for evaluation. An assessment was performed and it was observed that the cable was frayed, the device was displaying and e6 error code, and the device would not run. It was noted that the thermistor in the flex circuit was worn out. It was determined that the worn-out thermistor caused the e6 error and motor to not run consistent with normal use. It was further determined that the device failed pretest for motor thermistor assessment and loctite & cable assessments. The assignable root cause was determined to be due to wear from normal use over time. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the motor device would not run. It was not reported if there was a delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. During in-house engineering evaluation it was determined that the device was displaying an e6 (overheat warning) error code, the cable was frayed, and the device did not run. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.